Manufacturer narrative:
This report is submitted february 12, 2018.

Event description:
Per the clinic, it was reported that there was a tip foldover of the electrode array during initial implantation surgery. Subsequently, the incision was re-opened and the device was removed. The patient was successfully implanted with the backup cochlear device.